Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the ace catheter became kinked while being introduced into the long sheath. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The 5max ace was fractured approximately 39.5 cm from the distal tip. The complaint has been evaluated. The complaint indicated that the 5max ace was kinked. Evaluation of the returned device revealed it was fractured in the proximal shaft. This type of damage typically occurs when the device is improperly handled during insertion into the patient. If the catheter is manipulated at an angle during insertion into the patient, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.